Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up during defibrillation. In this state defibrillation therapy may not be available to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. The customer advised that no further information is available to provide about the patient or the event.

Event description:
The customer contacted physio-control to report that their device locked up during defibrillation. In this state defibrillation therapy may not be available to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. The customer advised that no further information is available to provide about the patient or the event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.